Event description:
On (B)(6) 2014, the patient reported he was hearing noises coming from his pump. It sounded kind of like a siren; a european ambulance siren. The patient had been hearing this alarm for about 3-4 days. The device system was delivering morphine; "it's about a milligram three times a day¿. On (B)(6) 2015, the patient reported that during the pain trial 90% of his pain was taken away, but once he had the pump implanted it ¿seemed like the fluid was water that was going in to his spine¿ and he only felt he had 20% pain relief. The patient went to see his doctor about it on (B)(6) 2014. The patient did not believe that the ptm (personal therapy manager) or pump was working properly. He did not believe he was getting enough medication to take the pain away. After the pump was implanted, the patient saw the doctor 17 times and 14 of those times the daily dose was increased, but it never really helped with the pain. He had only had one pump refill, so he did not know it there had been any reservoir volume discrepancies, but he had not heard any pump alarms. The patient had oral oxycodone with an every 30 day supply that gave him 80% pain relief, but because of liver issues/side effects he wanted to get off that medication, but had to go back on it again to experience pain relief. When his doctor was preparing the med, he told them to hold off. It had been ¿90 days since had had utilized the pump/shut it off¿. The patient¿s pain had continued to increase; he couldn¿t work because of the pain. The patient was no longer able to see the doctor because the doctor was no longer in the patient¿s insurance network.

Event description:
On (B)(6) 2015, the patient reported that he did not use the pump anymore. The patient had ¿a lot of pain from the pump¿. He stated that it started hurting in (B)(6) 2015. The patient had told his doctor about it, but ¿he stalled¿ and kept increasing the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n427899, implanted: (B)(6) 2014, product type: accessory. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).